Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transmission revealed lead noise in the right ventricular lead and right atrial lead. The patient presented in clinic and lead issues were confirmed. Both leads were capped and replaced on (B)(6) 2018. The patient was stable post-procedure.